Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Switch key top one (1) was incised, had cuts, and was leaking. The guide pipe and connector were leaking. The acoustic lens was cut. The distal end was deformed. The grip unit, scope body, and scope cover were scratched. The air/water nut and suction cylinder nut paint was peeled off. The angulation was less of specified value. The biopsy channel had less than specified value. The universal cord had chemical damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, switch one (1) on the evis exera ii ultrasound gastrovideoscope was leaking. No patient harm reported. During the evaluation of the device, it was noted the acoustic lens surface was damaged (gap in the adhesive). This report is to capture the reportable malfunction of the acoustic lens surface was damaged (gap in the adhesive) noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. Event: updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the adhesive peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed the event occurred during reprocessing of the device and no impact to the patient.